Event description:
Healthcare professional (hcp) reported medical event against [unspecified] juvéderm® volift¿: injected in the lips and furrows patient has edema and inflammatory reaction in both cheeks, was prescribed intramuscular corticoid celestone and deltisone b 8mg every 12 hours for 3 days, improved, but returned to have the same inflammatory symptoms. Ultrasound carried out showed ¿at the left lateral level, an ill-defined, doppler-negative, cottony hypoechogenic area measuring 9x8mm was visualized, associated with the posterior face with an undefined, doppler-negative echogenic focus measuring 5x4mm, coinciding with palpation. At the right lateral level, a heterogeneous and ill-defined module [sic] with a cottony aspect was visualized, with posterior sonic attenuation, negative on doppler, measuring 10x8mm.¿ patient continues to have swelling and inflammation. Symptoms on going.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.